Event description:
During a percutaneous coronary intervention (pci) procedure in the left circumflex (lcx), an angiogram showed the tip of the intravascular ultrasound (ivus) catheter had detached. The physician successfully removed the ivus catheter as a unit from the pt. The procedure was completed with another ivus catheter. The pt's status was reported as "stable".